Event description:
During a lap nephrectomy procedure, when the 1st clip advanced, the clip came out of the side and jammed. Consecutive clips did the same. Doctor then used an er320 to perform the ligation and proceeded to finish procedure. There were no adverse consequences to the patient.